Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was stated the patient¿s device was removed on (B)(6) 2014. The patient stated it wasn¿t placed correctly and it was sitting on their spin and caused inflammation of their kidneys and bladder, according to their bladder biopsy. It was noted the patient had a weak bladder because of it and they were going to have to ¿in/out cath¿ themselves or try botox injections. It was noted it was lying directly on their spin causing severe back pain and never helped their bladder because it never worked nor were all the leads placed correctly.

Event description:
It was reported the patient¿s device was explanted. It was noted the patient¿s device was ¿not connected properly to their kidneys which caused interstitial cystitis¿ and was now ¿worse off than before.¿ it was reported the patient now had kidney and bladder issues, including loss of bladder control. It was noted the implant was ¿lying on the spine¿ and ¿hardly hooked up to the kidneys at all¿ and caused herniated disks and back surgery. It was reported the patient¿s bladder was biopsied at the hospital. It was noted the patient had back pain due to the stimulator. It was reported the patient went to the emergency room for emergency back surgery for the herniated disks. It was noted the patient was on antibiotics for chronic urinary tract infection and blood in their urine. It was reported the stimulator was put in wrong.

Manufacturer narrative:
Concomitant: product ID 3037, serial#(B)(4), product type programmer, patient. Product ID 3 889-28, lot# va09fuf, implanted: 2013-(B)(4), product type lead. (B)(4).